Event description:
The customer reported that the ac inlet pulled out of the ac power module.

Manufacturer narrative:
(B)(4): the customer reported that the ac inlet pulled out of the ac power module. The wires were broken and now the battery failed to charge. The customer was supplied with the part number to order a new one. As of 11/23/2010, there have been no further reports of this issue from this customer site. The unit remains at the customer site.